Manufacturer narrative:
Additional information received: the patient is a 16 year-old male. The sensor was implanted to treat a severe traumatic brain injury and it was not replaced. The patient is in rehabilitation and not responsive.

Manufacturer narrative:
Complaint sample was returned for evaluation: failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. Icp express passed with reading 465. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to improper use or excessive force on product; physical strength of product unfit for intended use.

Event description:
N/a.

Manufacturer narrative:
Root cause update: the possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor was implanted and connected to a cerelink monitor. After a few hours a screen error appeared "sensor or cable damaged". Medical staff changed the cable and the monitor. All started working; however, the screen error reappeared and the sensor was explanted.